Event description:
A (B)(4) distributor e-mailed zoll customer support to report damage to an electrode belt and a missing battery. No adverse event resulted from the defective electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon receipt, the electrode belt connector was damaged. The connector nut was missing. The cause for the missing connector nut cannot be positively determined but was likely the result of excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector.